Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3; h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, fibrosis, chronic focal lymphocytic inflammation. The device has been explanted and replaced.

Event description:
Explanting physician reported right side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to anatomopathology for analysis which found fibrosis with signs of chronic focal lymphocytic inflammation and cd 30 negative.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, fibrosis, chronic focal lymphocytic inflammation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a; d.9; h3; h6.